Event description:
It was reported to philips that the device shut down while windows was starting, then would not respond. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. Therefore, the final status of the system and the clinical usage of the device at the time of the event was unknown, but no harm was reported to philips. The codes were updated based on the investigation outcome.